Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned. (B)(4). Method: work order search. Results: lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and the patient had a shallow chamber. The lens was exchanged for a shorter lens and the problem was resolved.